Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
Materials: 305902, batch#: unknown. It was reported that the bd needle sftygld 23x1 rb had leakage. The following information was provided by the initial reporter: it was reported by the customer that; the medication leaked out of the needle - through the middle of the needle. Rcc received a complaint via email. Writer prepared an im injection for a patient. Needle was on syringe tight and needle was primed with medication (ceftriaxone). Once patient was injected with needle, writer attempted to push medication. The medication leaked out of the needle - through the middle of the needle. Patient had to get a second im injection due to the defective needle not delivering previous dose. Item: 305902.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.